Event description:
After implanting, the graft "oozed slightly" from the area of the bifurcation. The quantity of blood lost throught the graft is not attainable. The oozing was rapidly stopped with a hemostatic compress and the graft was left in. The pt's condition is fine. The pt was discharged twelve days after surgery.